Event description:
The customer reported to olympus, the scope exhibited e315 no image scope error during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned; however, the customer allegation could not be reproduced at the repair center. The device evaluation revealed crack on the objective lens which caused a shadow in the image. The switch was broken. Light guide lens was cracked. Leak check label was discolored. Angle was insufficient due to elongation of the angle wires which was adjusted during repair. The angulation was difficult due to misalignment of the internal elements of the bending section. The investigation is ongoing, and a supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device while the user was handling the device which led to an abnormality of electrical parts. As a result, an error message was displayed temporarily at the user facility. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): ·inspection of the endoscopic image. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.